Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was unable to provide power. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination but failed functional testing due to an intermittent connection within one of the wires of the output connector. As a result, the most likely root cause of the reported event can be attributed to an intermittent connection, likely manufacturing-related. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the perfusionist that the patient stated the controller ac adapter was not providing power when connected. The patient also stated there appeared to be something stuck inside the controller. The device was exchanged without reported patient consequence.